Event description:
Note: this report pertains to one of two devices that occurred during the same procedure. Refer to associated manufacturer report# 3005099803-2008-1544 for a description of the other event. It was reported to boston scientific corporation in 2005 that a rapid exchange biliary stent system was used during an endoscopic retrograde cholangiopancreatography procedure performed in 2005 (patient gender, age and weight are unknown). According to the complaint, the guidewire in use frayed and became lodged in the stent. The procedure was aborted and the patient transferred to another hospital. No patient complications were reported.

Manufacturer narrative:
Visual examination of the returned device revealed that the coating had torn on the hydra-jagwire. The coating bunched up on the internal wire and caused it to lodge inside the guide catheter. The pull wire was badly bent. The customer complaint was confirmed. The cause of the reported malfunction is undetermined.bsc reference: 661970